Manufacturer narrative:
(B)(4). D10 - medical product: femur cemented cruciate retaining (cr) narrow right size 7 catalog # 42502006202 lot # 65872709. All-poly patella cemented 29 mm diameter catalog # 42540200029 lot # 65963394. Articular surface medial congruent (mc) right 11 mm height use with tibia sizes c-d/cr femur sizes 6-7 catalog # 42522100411 lot # 65618468. Palacos r + g (1x40) catalog # 66022663 lot # 65301168. G2: australia. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure ten months post implantation due to tibial loosening after sustaining a fall and injuring in right knee. No more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h1, h2, h3, h6, h11. Reported event was confirmed by review of medical records provided. Visual examination of the provided pictures identified the tibial plate involved in the reported event but could not be used to confirm the complaint. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates that this event is for tibial loosening after fall for unknown reason and is considered a serious injury as, illness or impairment which hospitalisation, medical intervention and/or surgical intervention has occurred. Patient sustained a fall injuring her right knee cause of fall unknown and the have ongoing pain. Bone scan showed increased perfusion, and blood pool in proximal right tibia adjacent to the tibial component, increased periprosthetic tibial component osteoblastic activity, no overt fracture or displacement. Right tibial component bone injury or loosening shown on CT scan. Review of the radiographs identified: ap view of the right knee demonstrates normal arthroplasty alignment and no evidence of implant loosening. Bone scan images demonstrate abnormal uptake along the tibial implant consistent with implant loosening and no evidence of femoral implant loosening. Overall impressions: normal radiographic appearance of the right knee arthroplasty with bone scan findings consistent with tibial implant loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.